Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient fell and landed on his ins on the right chest. He later felt shocking and had some tremor return. Environmental/external/patient factors included the patient falling. No diagnostics/troubleshooting has performed yet. They will check impedances next week. The issue is reported to not be resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that troubleshooting for the shocking/tremor return falling a fall was that an impedance check for both sides was performed on (B)(6) 2018 with the following results: (the patient had a high power level remaining on the battery at 2.98 volts) settings: left sc: 2+, 1- 2.6 v 60 pw 140 hertz electrode impedances were: 0<(>&<)>1 low (33 ohms) all other pairings were in normal range therapy impedance: 1169 ohms <(>&<)> 2.265 m/amps right sc: 10+, 9- 2.6 v 60 pw 140 hertz electrode impedances were: all ok therapy impedance: 1003 ohms <(>&<)> 2.618 m/amps the patient stated that the shocking they have been getting at the ins site for 3 days after the fall had resolved. Their tremors were well controlled and the patient seemed happy with how they were feeling and doing. The patient was advised to contact their neurologist if any shocking or tremors should return. There were no further complications reported or anticipated.